Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens was discarded. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens was discarded.

Event description:
Additional information received - the reporter stated the lens was torn upon insertion and was removed with no patient injury. Another same model lens was implanted.

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a cc4204a collamer aspheric single piece lens. The lens was discarded. Additional information was requested but none has been forthcoming. If additional information is received a supplemental medwatch will be submitted.